Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and would not turn on. Despite attempts with different wall adapters and charging cables, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and advised the customer to use multiple daily injections to ensure insulin delivery was not interrupted. The customer was informed about the updated software on the replacement pump and received guidance on procedures once the new pump arrived. The defective pump was to be returned to tandem using a pre-paid label, and training for the new pump would be accessible through the customer¿s tandem source account.